Event description:
It was reported that the pacemaker dependent patient presented with pocket erosion. It was noted that the device was significantly eroded through the skin and had a dressing applied. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.